Event description:
At 2:00pm the customer received a blood glucose reading of 300mg/dl from his contour next ez. He felt weak, dizzy and shaky, went to the hospital. The hospital reading was 129mg/dl. He retested on his meter and the reading was 253mg/dl. The customer received no treatment. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. There was no evidence of an adverse event. Customer was advised to return the test strips for evaluation. New strips and coupon for new meter were sent to him.